Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This event occured during surgery, however, there was no surgical delay and surgery was completed successfully.

Event description:
Facility contact reported the small battery drive was smoking with battery inside. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a investigation was completed: the reporter's complaint that the ((B)(4)) small battery drive was confirmed. The unit was tested and the complaint was substantiated. This is most likely due to corroded wires contact or electronic control unit due to immersion during cleaning. Device was returned to customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.